Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the clips are deploying, they are scissoring. The clips are removed from the structure and a second device was opened and the case was completed with no patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes, unknown feeding issues were noted. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.